Manufacturer narrative:
The reported event could be confirmed, since the CT scan shows clear loosening and migration proximal-medial of the tibial component. There is radiolucence and some cysts visible. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. The provided images were reviewed and no obvious issues were noted and no conclusion could be drawn from the images alone. Upon further investigation of the CT scans, healthcare professionals opined that- the CT scan shows clear loosening and migration proximal-medial of the tibial component. There is radiolucence and some cysts visible. The talar component does not show adjacent radiolucence or cysts and therefore no loosening or migration can be confirmed. The underlying cause remains unclear, but it is likely, that the cause is related to poor bone substance and therefore patient related. However, failure of total ankle replacement tar over time is a known complication. In case of a planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient radiological and clinical information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, this assessment is limited. No conclusive statement can be provided, because key clinical information e.g. Clinical status, exact symptoms and range of motion of the patient, assessment of the treating physician is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Due to these limitations, we are unable in such cases to provide statements about the patient, the procedure and or the device in relation to cause of the failure. Based on investigation the issue is caused most likely due to patient related factor i.e. Poor bone substance but more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of tar for reason tibial tray loosening .

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of tar for reasons that are not available at the time of this report.